Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead was deactivated because patient is in permanent af and nothing was done to the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was deactivated for an unknown reason and the right ventricular (rv) lead was noted to be exhibiting high thresholds. The rv lead remain in use. No patient complications have been reported as a result of this event.